Event description:
A report was made about a shattered touchscreen on a customer's pump, which rendered it non-functional and unreadable. There was no information available regarding the impact on the customer's blood glucose level. The pump was scheduled for return, and a replacement pump was assigned to the customer.